Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor removed and replaced lens approximately 10 weeks post implant due to z syndrome. Another model lens was used as a replacement. The patient's status is currently under post-op management.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found two lens pieces, tears, and portion of a haptic and plate missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7542912) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.